Manufacturer narrative:
The icy catheter associated with this complaint will not be returned for evaluation. The catheter was disposed of on-site. Since the catheter was not returned, an investigation could not be performed, and a root cause could not be determined.

Event description:
It was reported that during ivtm therapy, the patient was inserted with an icy catheter utilizing the seldinger technique. After an unknown period, the supervising physician noticed the blood in the start-up kit (suk) tube suspecting a catheter leak. The catheter was replaced to continue the treatment. No consequences, or impact to patient. The user will not return the icy catheter as it was disposed of on-site.